Manufacturer narrative:
The investigation into the delivery issues has been completed. The device was not returned for benchtop evaluation and investigation. Based on clinical description and data analysis, the root cause of the delivery issue was most likely patient condition related.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported an unknown female noted as high risk percutaneous coronary intervention was implanted with an impella device for mechanical circulatory support. Us complainant reported that the impella cp was attempted to be placed but due to the patient¿s vascular anatomy it was unable to be advanced into the aorta. The doctor decided to remove the impella. No patient harm or injury reported due to the issue.